Manufacturer narrative:
Product associated with this event was misplaced in house.

Event description:
The dentist reported that patient came to the office complaining of loose crown. It was found that the screw was loose. Patient went home with the healing abutment, and will come back when doctor received new screw.

Manufacturer narrative:
Product associated with this event was misplaced in house and cannot be visually confirmed. The review of the device history record found no manufacturing deviations identified which would result in or contribute to this complaint. This is the only complaint related to a loosening screw for the lot under evaluation. A definitive root cause has not been determined.